Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
X-rays are showing broken femoral adaptor bolt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-rays are showing broken femoral adaptor bolt, and tibial and femoral loosening. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, on (B)(6) 2017 an interpretation of images of the patient's knee also revealed the femoral component had disassociated from the femoral stem. There was a loose screw from the disassociation floating in the knee.

Manufacturer narrative:
No device associated with this report was received for examination, as they are presumed yet implanted. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.